Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Customer reported lump build up in the body due to insulin. There was no reported adverse impact. No additional information was provided. Customer declined troubleshooting from tandem technical support.